Event description:
It was reported that decreased sensing was observed. Lead dislodgement was suspected. The lead was explanted and replaced. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.